Manufacturer narrative:
A review of console history (s/n # (B)(4)) showed that there has been only (B)(4) reported failure originating from this console at the time this complaint was reported. Per the senior clinical manager, many of the reported complaints could be attributed to user error due to inexperience with the procedure. This cause cannot be verified. The senior clinical manager has since been to the facility and retrained the doctor and staff.

Event description:
The console was set-up with all connections. The microtip was pulled from the kit and snapped into place. The console was turned on and the attempt was made to prime the needle, however, the touch screen was not functioning. The console was turned off multiple times to see if there was a malfunction on turning on the machine. There was no change. All attachments were detached with the console in the off position, reattached, and the console turned on with no success or change in the operating function.